Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photo evaluation: a picture of the sample was received for analysis. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reached as how this happen due to device was not returned for analysis. Device evaluation: a representative sample was returned for evaluation. The issue sample was not sent for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. According to the sample conditions, no performance - breakage needle were found. Additional information was requested and the following was obtained: was there any ae report/ patient consequences as a result of the needle retention? Adverse event not reported. Documented in kardex. Was there any additional tissue damage as a result of searching for the needle? No. When was the needle piece taken out ? During the same procedure or post-op? Needle piece couldn¿t be taken out. Still inside bone. Any medical /surgical intervention done to remove the needle piece from patient? X-ray taken. Visible inside the sternal bone. Tried to take out, but failed. Patient current condition? Patient ok. Discharged.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2017 and suture was used. While closing the sternum, the proximal 1/3 of the needle broke off. X-ray revealed part of the needle is retained in the patient bone. The surgeon attempted to remove the broken needle, but was unable to. The patient is reported as okay. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional evaluation summary: the representative sample was tested by resistance test to needle and the needle met the requirements.